Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: incident description: after blood had been running for 2 hours, the pump alarmed for air bubble in the line." The writer assessed the tubing line and didn't see any air bubbles, so they restarted the infusion and watched the line for a few minutes to see if any bubbles appeared. Shortly after the pump alarmed "air bubble" again so the writer grabbed their preceptor and a crn. They assessed the tubing and couldn't find any bubbles or issues until opening up the pump door to find blood leaking from the tubing at the site where the pump pinches the tubing on the left side. The infusion was immediately stopped and removed, and a product complaint form was filled out."